Event description:
Braun IV adminstration set primed with lr for preoperative IV fluids. Noticed leaking around distal end of the port. Upon inspection. A "hole" is noticed between connections. Two IV administration set noted pulled out from stock. Mfrs and distributior (mckesson) made aware.